Event description:
It is reported that after being introduced to the surgical field, it was found to have a hole in the wrapper, a black "smudge" on the wrapper, and the wrapper had a general faded, or worn look to it. At this point, the tech raised her concern. The doctor assessed and decided that he did not want to use the implant. This implant and packaging was handed back off the field. A new implant was opened successfully. This didn't affect the pt in any way.

Manufacturer narrative:
The bag has a tear where the distal tip of the stem resided, as well as a black substance near where the proximal part of the stem resided. The bag is also scuffed, which is likely due to the heavy implant moving in its packaging during transport. The rest of the returned packaging and the stem exhibit no damage. The complaint history was reviewed and no additional complaints have been received from this lot. The sterilization process for this device was validated in accordance with FDA regulations and also standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Additionally, this device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of contaminants. It is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Zimmer, inc. Considers the investigation closed.